Event description:
Implant card received noting that the patient underwent a battery replacement due to battery depletion. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
F10 health effect - clinical code, corrected data: e2311 should have been coded twice to account for the report of the patient's painful stimulation, as it was noted the pain was caused by the presence of the device as well as stimulation.

Event description:
Clinic notes were received for the patient, which notes the patient was experiencing pain in her arm and generator site. The patient was subsequently referred to her surgeon for further assessment. Additional information was received from the physician noting the cause of the pain in the patients arm was vns stimulation. The cause of the pain at the generator site was presence of vns. The physician also clarified that the patients referral to a surgeon was due to or to preclude a serious injury. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.